Manufacturer narrative:
The device was analyzed onsite by dräger service and the log files were sent to the manufacturer for detailed evaluation. During the device analysis the reported issue could not be reproduced. Investigation of the log file confirmed the reported event. On (B)(6) 2018 at 4:11 pm (device time) the ventilator performed a single warmstart during ongoing ventilation. After the warmstart the ventilation continued until the user activated the standby mode at 4:18 pm and subsequently switched the device off. The logged error code indicates that the device detected a data inconsistency of a set value and reacted as specified by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation was continued with the latest parameters. After the reboot the device displayed a visual and audible ¿device failure¿ alarm. It could be concluded that a temporary deviation of the pcb cpu was the root cause of the malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device malfunction while on a patient. The ventilator shut down and generated an alarm. When the vent was powered back up ¿vent in-op¿ alarm appeared. No patient injury has been reported.